Event description:
The recipient fell on the head from a close distance. Hearing performance with the device is affected.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. Furthermore it is reported that the device moved from its intended position. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the user report.

Event description:
The recipient fell on the head from a short distance. Hearing performance with the device is affected. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell on the head from a close distance. Hearing performance with the device is affected.